Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. The patient reported that his patient programmer (pp) wasn't working. The patient reported that he pushed the buttons and there was no beep. The patient reported that the pp 9v battery light was on but no other lights were on. The patient reported that he couldn't increase or decrease stimulation and was looking to decrease stimulation because it was too high and uncomfortable. The patient reported that he could feel stimulation at the time of the call. The patient was assisted in attempting to turn on stimulation and the stimulation on light didn't come on. Additional information was received from a consumer regarding the patient on 2017-06-27. The consumer reported that the pp wasn't working. The consumer reported that none of the pp lights would come on so the v battery was replaced and after the 9v battery was replaced, the only light that came on the back of the pp was the 9v battery light which showed green. The consumer reported that the patient was feeling stimulation at the time of the call. The consumer reported that the patient used the pp at his house and hers and it made no difference and she didn't think the patient had an antenna. Additional information was received from the consumer on 2017-06-30. The consumer reported that they received the replacement pp but the issue was still not resolved. Additional information was received from the healthcare provider (hcp) on 2017-07-05. The hcp reported that the patient had not seen since 2003. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that new batteries in the controller didn¿t work. The patient stated that the new one acted the same as the old one and he had a doctor¿s appointment on (B)(6).